Event description:
Physician was performing a robotic total hysterectomy on a patient with a 1000 gram uterus. Excessive manipulation was necessary. Used the uterus positioning system. Following the procedure excessive vaginal bleeding was noted. Physician had to apply sutures to close the vaginal lacerations.

Manufacturer narrative:
Multiple attempts were made to contact dr. (B)(6) without success - no response given. The product was not returned for evaluation. A review of the DHR revealed no nonconformities in the production of lot #138540. It is not possible to evaluate the cause or contribution of the rumi ii/ke product in this clinical scenario without additional information. (B)(4).